Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during review of the device event log, which verified the reported errors. The issue was traced to the device speaker. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device speaker was replaced and the device passed all testing.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the auxiliary control unit (acu) watchdog and primary audible alarm glitch alarm. The battery door was also cracked and could not be screwed into place completely. There was no patient involvement.